Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), salpingitis ("salpingitis isthmica nodosum"), cervicitis ("acute cervicitis"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy with complication"), premature delivery ("pregnancy with complication - premature birth") and high risk pregnancy ("high risk pregnancy") in a female patient who had essure (batch no. A50511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous, gestational diabetes, psychiatric disorder nos, tonsillitis and recurrent abortion. Concomitant products included alprazolam, hydroxyzine hydrochloride (vistaril) and multivitamin. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), cervicitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premature delivery (seriousness criterion medically significant) and high risk pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.), surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.) And surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, cervicitis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, premature delivery and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for cervicitis and salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-may-2013: total bilateral occlusion; on 29-apr-2015: right tube spil led into peritoneal cavity essure coils are present on the right and left sides. The right tube is widely patent and spilled into the peritoneal cavity despite the essure device. The left tube is completely occluded as expected. The uterine contour has a normal appearance. It was reported that the essure device was deployed bilaterally and 4 coils appreciated. Most recent follow-up information incorporated above includes: on 5-apr-2018: reporters added and updated patient demographics. Historical condition, laboratory data and concomitant drugs were added. Update suspect drug indication and lot number. On 11-feb-2013, she implanted essure (previously reported as feb-2013).added events pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), premature birth, high risk pregnancy, salpingitis isthmica nodosum, and acute cervicitis. Updated events, onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy with complication"), premature delivery ("pregnancy with complication - premature birth"), fallopian tube diverticulosis ("salpingitis isthmica nodosum"), cervicitis ("acute cervicitis"), genital haemorrhage ("heavy abnormal bleeding") and high risk pregnancy ("high risk pregnancy") in a female patient who had essure (batch no. A50511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous, gestational diabetes, psychiatric disorder nos, tonsillitis and recurrent abortion. Concomitant products included alprazolam, hydroxyzine hydrochloride (vistaril) and multivitamin. On (B)(6)2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), cervicitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and high risk pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.), surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.) And surgery (she had robotic total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, premature delivery, fallopian tube diverticulosis, cervicitis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for cervicitis and fallopian tube diverticulosis with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)2015: right tube spil led into peritoneal cavity essure coils are present on the right and left sides. The right tube is widely patent and spilled into the peritoneal cavity despite the essure device. The left tube is completely occluded as expected. The uterine contour has a normal appearance. It was reported that the essure device was deployed bilaterally and 4 coils appreciated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.